Event description:
A talent abdominal stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm approx 2.5 months ago. Aneurysm morphology was not reported. The right iliac artery was reported to be tortuous. It was reported that the pt presented with a cold leg approx 1.5 months post-implant, and an angiogram showed that the ipsilateral limb was found to be occluded. The limbs were not crossed during the implantation, and there was no kinking of the stent graft. The occlusion was not related to the stentless area of the graft. The physician elected to implant another manufacturer's graft and an aneurx iliac limb to extend into the external iliac artery and then performed a femoral-femoral bypass, which successfully resolved the occlusion. No additional clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
Graft occlusion; tortuous right iliac artery.